Event description:
It was reported that during an implant procedure, a temporary pacing lead was used because, the patient is 100% pacing dependent. While the physician was implanting the right ventricular (rv) lead, the temporary pacing lead was bumped and lost capture (the external pacing pad was not applied correctly by the nurse. The right ventricular (rv) lead was successfully implanted and the temporary pacing lead removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).